Event description:
It was reported by service report that the cpu board does not want to accept upper limits when the burn in is performed. The lower limit works but the upper limit does register. No patient involvement or adverse consequences are reported.